Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure.

Event description:
A report was received that the patient had an infection at the midline pocket. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm model#: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline pocket. The patient underwent an explant procedure.